Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: the device did not cut completely and it was difficult to remove from the pt. The anvil was released from the device and the surgeon manually cut the uncut area. The anvil was then removed and the surgeon sutured the area and completed the procedure. Surgery was extended about one hour as a result. No bleeding occurred and no pt injury was reported. The pt is currently in well condition.